Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at cq. Upon visual inspection, distal tip was found to be slightly deformed and slightly dull upon touch. During functional testing, it was noticed that the device was able to cut the sample suture with 2-3 attempts. Hence the complaint for will not cut/dull since it was found dull and will not cut smoothly as intended. However the reported condition for broken device could not be confirmed as device was not found to be broken. A manufacturing record evaluation was performed for the finished device [18r01] number, and no non-conformances were identified. While no definitive root cause could be determined, it is possible that the excessive force was used during usage. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4).

Event description:
It was reported by affiliate via email the cordcutter *ea. The device did not cut the threads, the device was broken during a rotator cuff suture. The incident occurred at the end of the procedure, the surgeon cut the cuff suture thread with another device. No patient consequence.